Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the insulin pump had been worn in the bra and that the user had been sweating due to hot weather. The customer's blood glucose was 13.5 mmol/l. The caller was advised that this may have caused the alarm. The customer advised that she would revert to manual injections for treatment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.